Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of system error 105 was reproduced as well as confirmed through review of the event history log. This error message was attributed to a failed motor (flex). The motor assembly was replaced.

Event description:
During baxter's evaluation, a spectrum pump showed system error 105. There was no patient involvement.